Manufacturer narrative:
The field service representative found an issue with the tubing. He replaced some of the vacuum tubes and replaced the sample probe. The customer ran qc and precision with no issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 results for (B)(6) patient sample from the cobas 6000 c (501) module. The initial sodium result was 130 mmol/l. The repeat results were 140 mmol/l and 235 mmol/l. The repeat result from another analyzer was 132 mmol/l. The initial chloride result was 95 mmol/l. The repeat results were 95 mmol/l and 87 mmol/l. The repeat result from another analyzer was 97 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.